Event description:
The customer stated, he was hospitalized for low blood glucose. No blood glucose reading was reported for the hospitalization, but the customer stated his blood glucose reading was 49 mg/dl after he left the emergency room and arrived at his hotel. Prior to the hospitalization, the customer stated he was eating chinese food and he did not know how much insulin to give and may have given himself too much insulin. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.